Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure was in 2008, with predilatation performed prior to stenting of the proximal cx with one xience v stent. No procedural complications were reported. A myocardial perfusion scan was performed in 2009, which revealed moderate inferolateral ischemia. In the same month, a diagnostic catheterization revealed the circumflex was occluded proximally. Pci was performed for treatment of the occlusion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Ischemia and occlusion, as noted in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Ischemia, occlusion, and hospitalization are listed as no-fault post-procedure complications. It is likely that the ischemia is a secondary effect of the occlusion. Although there is no indication of a product quality deficiency, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.